Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently changed the pump bolus setting from carbohydrate to units. Subsequently, too many units of insulin were delivered during bolus delivery. Customer's blood glucose (bg) was 30-39 mg/dl and glucose sugar peels were consumed to address low bg. Tandem technical support assisted customer with correcting the pump setting. Insulin delivery was resumed. Bg was 146 mg/dl.